Event description:
It was reported that the customer had high blood glucose levels of 323 mg/dl. The customer reported a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Pump received with no button response and button error alarm due to flattened express bolus and act button dome switch. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to button error alarm and no button response. No cosmetic damage noted. (B)(4).